Event description:
It was reported that the patient's first implant "was a mess" and it had to be replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28 lot# v482027, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2010 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).